Manufacturer narrative:
Qn#(B)(4). One partially opened cvc kit was returned. Visual examination of the sample revealed that the lidstcock was peeled back at the top right corner. Additionally, the kit appeared to be lacking evidence of a strong seal at the tray edges. All the kit contents were accounted for and no other defects or anomalies were observed. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "do not use if package has been previously opened or damaged." The report of a sterility issue was confirmed through complaint investigation of the returned sample. Visual examination revealed that the lidstock has been peeled-back on the top right corner of the kit. Additionally, the kit appeared to be lacking evidence of a strong seal at the tray edges. A device history record review did not reveal any relevant findings. Based on the customer description and the sample received, packaging caused or contributed to this event. A non-conformance request was created to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "product with tampered packaging".

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "product with tampered packaging".